Event description:
The following information was accumulated through a literature review of the journal of forensic sciences, july 2013, vol.58, no.4, doi:10.1111/1556-4029.12146, "manual and automated cardiopulmonary resuscitation (CPR): a comparison of associated injury patterns" by deborah c. Pinto, ph.d. Et al. The purpose of the study was to identify and compare patterns of trauma associated with autopulse CPR and manual CPR. Autopsy reports from 88 cases involving autopulse CPR (in combination with manual CPR as per standard protocol) were reviewed. The results showed that autopulse CPR group exhibited the following: posterior rib fractures - (33%) were the most frequently occurring fractures skin abrasions in 96% of the case - sternal fractures in approximately 14% of all cases; vertebral fractures in approximately 4.5% of all cases; visceral injury (including liver lacerations, splenic lacerations and hemoperitoneum) in approximately 3% of all the cases. Please note that the date of this study was not provided.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.